Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was myocardial infarction. The patient was not hospitalized prior to death. Therapy was ongoing at the time the patient expired. The patient was not connected to the homechoice at the time of death nor was the patient performing therapy with baxter solution. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluation has begun. However, evaluation has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. Review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test but failed the homechoice rite functional test due to a failed door handle test. Upon installation of a door test aid, the device passed all subsequent rite functional testing relative to volumetric and temperature requirements. It was determined that the door handle failure was not related to the reported death. An internal and external inspection was performed. The internal inspection revealed no issues. The external inspection revealed the door latch & device cover was broken. An evaluation of the device pneumatic system revealed no leaks and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests and a short simulated therapy was performed successfully. The product analysis lab (pal) evaluated the device and no failures or malfunctions were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.